Event description:
A female patient contacted lifecor customer support to report that she had stopped wearing the device because the response buttons would not work. She stated that neither battery pack would start the monitor. Patient stated that both battery packs were fully charged. Support sent the patient a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor has been completed. The reported problem was not confirmed. The monitors response buttons worked correctly in service. The monitor's response buttons were replaced as a precaution. The monitor was retested and restocked. No adverse event resulted from the response button problem. The patient received a replacement monitor.